Event description:
It was reported to boston scientific corporation (bsc) that a wallflex esophageal fully covered stent was implanted off label within a patient's esophagus to treat an esophageal perforation on (B)(6), 2010. According to the complainant, the patient underwent a radiofrequency ablation (rfa) procedure for paroxysmal atrial fibrillation during the week of (B)(6), 2010. The rfa procedure was performed with non-bsc devices. On (B)(6), 2010 the patient underwent an esophagogastroduodenoscopy procedure where an esophageal perforation was observed. According to the physician, the patient's esophageal perforation, although rare, was a direct result of the rfa procedure. To treat the perforation, a wallflex esophageal stent was implanted in the patient's esophagus. The patient's anatomy was not tortuous and the lesion was not pre-dilated. After the stent had been implanted, it was noted that the distal flare of the stent had not fully expanded. According to the physician the stent has been checked every day since implantation, and is open enough for passage. The physician is comfortable with the stent placement and is not planning on removing or placing another stent. The stent was not post-dilated. The patient is currently hospitalized, and being monitored. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be critical but stable.

Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.